Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was returned. The reason for the exchange or return was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned heartmate 3 system controller (serial number (B)(6)) was evaluated and found to be unremarkable. The controller successfully operated in a mock circuitry loop for an extended period of time without any atypical alarms produced and the controller passed all functional testing. Log files were downloaded from the returned controller and did not contain any relevant data. The events in the log file were consistent with the controller being a backup controller. The controller was not used to support the pump at any timestamp captured in the log files. Additional information provided indicated that since the exchange of the controllers, the issue resolved, and no further alarms had been reported. There were no issues observed with the returned controller. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. The IFU section 8 and the patient handbook section 6, both entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.